Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The premature deployment was confirmed as the device was returned with the stent fully deployed out of the delivery system and the rack had not been retracted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported premature deployment. It may be possible that the distal sheath of the self expanding stent system (sess) kinked (as noted on the returned unit) causing the distal sheath to slightly retract resulting in the stent partially expanding at the distal end. With the stent partially expanded (flowered) and apposed to the vessel wall, if the sess was pulled back, the stent may have pulled out from the distal sheath and fully deployed. However, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the right external iliac artery. The 7.0x60 mm absolute pro self expanding stent deployed without unlocking the device. The stent was deployed in the target lesion with half a centimeter outside the target. No additional stent or intervention was required. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.